Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's current blood glucose is 128 mg/dl. The customer stated that they had a seizure. Customer also visited to emergency room on (B)(6) 2021. The customer did experienced the symptoms such as sweating. Auto mode smart guard feature was inactive at time of event. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.